Event description:
A third-party service agent contacted physio-control to report that their customer's device had logged a service code and would not provide defibrillation shock during inspection. There was no patient use associated with the reported event.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 301587611/18/2019-001c is relevant to the reported issue.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and verified the reported issue. After replacing the main keypad assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A third-party service agent contacted physio-control to report that their customer's device had logged a service code and would not provide defibrillation shock during inspection. There was no patient use associated with the reported event.

Manufacturer narrative:
Based on the information available, the likely cause of the reported issue was excessive (out of tolerance) resistance of the shock switch located on the main keypad assembly. When this issue occurs, event code a00b will be logged by the device memory following a failure of the device to deliver defibrillation energy.

Event description:
A third-party service agent contacted physio-control to report that their customer's device had logged a service code and would not provide defibrillation shock during inspection. There was no patient use associated with the reported event.